Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was deployed in that it was positioned 3-milli meters (mm) from both the non-coronary cusp (ncc) and left coronary cusp (lcc). After implantation, it was noted that the valve was under expanded. Subsequently, the attending physician decided to complete a post-implant balloon aortic valvuloplasty (bav). The patient was then rapid paced, however, as the post-implant bav was completed, a premature ventricular contraction (pvc) occurred. This caused the valve to dislodge in that it was positioned -5 mm from both the ncc and lcc. A second transcatheter valve was then implanted valve-in-valve. Per the physician, the pvc during the post-implant bav caused the valve to dislodge.